Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited possible mirror image oversensing. It was also reported that the ra lead exhibited far field r wave oversensing and high thresholds. It was also reported that the rv lead exhibited a large number of sensing integrity counter (sic) oversensing episodes. Possible lead on lead abrasion or insulation breach was suspected. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.